Event description:
It was reported that, "event occurred over time. The patient complained of right hip pain. Upon review of x-ray the acetabular shell had loosened. The doctor removed the pca cup, pca liner (insert) and 26mm pca head. The pca stem was very stable and left in."

Manufacturer narrative:
Investigation pending. No additional information available at this time.